Event description:
The customer reported a disconnection at the y-site which resulted in a "moderate blood loss" for a patient (actual amount unknown). No intervention was required. The reporter stated the patient had no sequelae related to this incident and was discharged without further incident.